Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics assembly. No audio/beep anomaly noted. Pump received with moisture damage on motor, battery tube, vibrator and keypad assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.(B)(4)

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported dropping the insulin pump into the pool. Customer's blood glucose was 115 mg/dl. The customer reported fluid was present under the lcd display. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.